Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('perforation of organs') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 609708-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / excessive bleeding"), pelvic pain ("pain / pelvic pain"), abdominal pain lower ("cramps"), nausea ("nausea"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, nausea, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, headache, nausea, pelvic pain and uterine perforation to be related to essure. Lot number 609708-not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), uterine perforation ('perforation of organs') and device dislocation ('migration of implant') in an adult female patient who had essure (batch no. 609708) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding / excessive bleeding"), pelvic pain ("pain / pelvic pain"), abdominal pain lower ("cramps"), nausea ("nausea"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, pelvic pain, abdominal pain lower, nausea, headache and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, device breakage, device dislocation, genital haemorrhage, headache, nausea, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 7-dec-2020: mr received. Reporters information were added. Lot no. Were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-feb-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs (seen as uterine perforation), heavy bleeding / excessive bleeding (seen as genital bleeding), fracturing of the implant (seen as device breakage) and migration of implant. A hysterectomy was performed in order to remove the essure implant. All events are regarded as anticipated according to the reference safety information for essure. The exact date and mechanism of the perforation of organs, migration and device breakage were not specified. Given the nature of these events, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), genital haemorrhage ("heavy bleeding / excessive bleeding"), device breakage ("fracturing of the implant") and device dislocation ("migration of implant") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and clinically significant/intervention required), device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic pain ("pain / pelvic pain"), abdominal pain lower ("cramps"), nausea ("nausea"), headache ("headaches") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy - surgery to remove essure on (B)(6) 2016), surgery (hysterectomy - surgery to remove essure on (B)(6) 2016) and surgery (hysterectomy - surgery to remove essure on (B)(6) 2016). Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, device breakage, device dislocation, pelvic pain, abdominal pain lower, nausea, headache and abdominal distension outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, device breakage, device dislocation, pelvic pain, abdominal pain lower, nausea, headache and abdominal distension to be related to essure. Most recent follow-up information incorporated above includes: on 23-jan-2017: correction: the coding of the event "perforation of organs" was updated to pt uterine perforation as a hysterectomy was performed. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced perforation of organs (seen as uterine perforation), heavy bleeding / excessive bleeding (seen as genital bleeding), fracturing of the implant (seen as device breakage) and migration of implant. A hysterectomy was performed in order to remove the essure implant. All events are regarded as anticipated according to the reference safety information for essure. The exact date and mechanism of the perforation of organs, migration and device breakage were not specified. Given the nature of these events, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.